Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the patient's infusion set's cannula part came off from the tube part. However, upon investigation of the returned used device (one set), it was found that the tubing was detached from the tubing connector. No further information available.